Manufacturer narrative:
Device evaluation the cutter returned just distal to the cutter window. A bulge is noted on the proximal end of the housing. The cutter retracted back to the window when the driver was powered on with no difficulty. An attempt was made to advance the cutter into the housing, but the housing detached immediately just distal to the anchor pockets. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone atherectomy device with a 6fr non-medtronic sheath and 300cm non-medtronic guidewire during treatment 150mm plaque lesion in the patient¿s mid right popliteal artery and tibial/popliteal trunk. Moderate vessel tortuosity and slight calcification are reported. Artery diameter reported 6-4mm. Lesion exhibited 90% stenosis. IFU was followed. Vessel pre-dilation was not performed. It is reported the cutter could not be closed and became jammed. The cutter was eventually able to be closed, but not all the way. Cutter was right by the cutter window during removal from patient. The device was safely removed from patient. The procedure was completed. There is no patient injury reported.